Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sigma iq pumps, had issues with upstream occlusion, two while running norepinephrine. The infusion bolus was started the pump alarmed upstream occlusion. They loaded a primary set (not secondary) and ran it at 999 ml/hr. It looks like it initially ran for about 4-5 minutes then had upstream occlusion several times before they switched it out. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).